Event description:
During endoscopic axillary approach through chest wall, the insulation breakage on the instrument shaft caused burns to the pt's internal chest wall. Post-op exam found the pt doing well with no complications.